Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event is approximate as the data were collected between july 2019 and february 2020. MFR # 2916596-2022-14311 covers an additional heartmate 3 left ventricular assist device for the bleeding, infection, and stroke. Article information: ravenberg kk, gabriel mm, leotescu a, tran at, grosse gm, schuppner r, et al. Microembolic signal monitoring in patients with left ventricular assist devices heartmate and heartware¿association with antithrombotic treatment and cerebrovascular events. Artif. Organs. 2022;00:1¿10. Https://doi.org/10.1111/aor.14409 department of neurology, hannover medical school, hannover, germany. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article ¿microembolic signal monitoring in patients with left ventricular assist devices heartmate 3 and heartware¿association with antithrombotic treatment and cerebrovascular events¿ that the heartmate 3 left ventricular assist device (lvad) was involved in cases of intracranial hemorrhage gastrointestinal bleeding, anemia, epistaxis, bleeding ay the operation site, driveline infection, ischemic stroke, and death. There were a total of 31 patients studied and there were 10 patients on monotherapy for a history of bleeding, 2 with intracranial hemorrhage, 5 with gastrointestinal bleeding, a1 with anemia, 1 with epistaxis, and 1 with bleeding at the implant site. There were 5 patients with a driveline infection, and 2 with ischemic stroke prior to study inclusion. There were major bleeding complications after implant seen in 8 patients. There was no history of cardiovascular event, major bleeding, or cardiac disease in the control group. There was one patient that dies after the study due to pneuogenic sepsis. Related manufacturer reference report: MFR # 2916596-2022-14311.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 (hm3) left ventricular assist system (lvas) and the reported event of pneumogenic sepsis could not be conclusively established through this evaluation. A study conducted by hannover medical school reported that hemorrhagic and ischemic strokes remain frequent complications of the hm3 left ventricular assist device (lvad). It was noted that lvad-supported patients have an increased risk of stroke compared to the general population leading to severe disability and high mortality. The article also notes that predictive biomarkers or examination methods for cerebrovascular events (cve) in patients with lvad are not known to date. Prior studies reportedly demonstrated a link between microembolic signals (mes) and early thromboembolic events after lvad implantation. This study investigated the risk for mes in non-hospitalized patients with hm3 compared to those with heartware (hw) and analyzed the association of mes with the coagulation status and cve. It was noted that, 180 days after the study visit, one hm3 lvad patient had died due to pneumogenic sepsis. Mes were detected in six patients with hm3, three patients with hw, and three controls. Within the lvad groups, patients on monotherapy with vitamin-k-antagonist (vka) without antiplatelet therapy were at risk for a higher count of mes. There was no association between the presence of mes and cve or death on follow-up. The study concluded that, despite optimized properties of the latest lvad, mes remains detectable depending on antithrombotic therapy. No association between mes and cve could be detected by the study. The device history records were not reviewed as the serial number of the implanted heartmate 3 left ventricular assist device is not available in the research article and was not requested. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1 of this IFU, "introduction", lists sepsis and death as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.